Manufacturer narrative:
Photos were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that during the placement of the dialysis catheter, the dilator allegedly broke when attempting to take the inner stylet out. Reportedly, the device was removed and replaced. There was no reported patient injury.

Event description:
It was reported that during the placement of the dialysis catheter, the dilator allegedly broke when attempting to take the inner stylet out. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is inconclusive for damaged/defective dilator tip, as the photo review could not confirm a deficiency/ functional issue. The definitive root cause could not be determined based upon available information. As only an electronic photograph was returned, the alleged device could not be examined further. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.